Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. After disconnecting from the pump, an occlusion alarm was received. A pump system check was performed. The cartridge and infusion set tubing were found to be functioning. The cannula was removed and no damage was observed. The customer reverted to using a non-tandem pump to address the bg level and to manage diabetes.